Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: I believe you can get the lot number and code from the po which was fulfilled by ethicon. However, I have included the photographs of an open and an unopened box from all angles for your reference. Also, there is a photo of an unopened suture from the opened box. ¿ can you identify the product code and lot number of the product that was used? Thbdlx ¿ if possible, please confirm the number of sutures that got "torn and broke" during this procedure. 4 were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ 4 subjects expired [mice] is this device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) ¿ yes. Please send replacement to dr. Arun verma, rm no. 239, second floor, doisy research center, 1100 s grand blvd, st. Louis, mo 63104 email: arun.verma@health.slu.edu ph: 3126475062 account: saint louis university [3-43503] please confirm the quantity of devices that need to be replaced. ¿ 2 boxes [please refer to our po-000194394] please provide the source or name and title of the external person providing answers to follow-up I will directly provide you any feedback required at the above phone number and this email address. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a animal underwent an unknown animal surgery on an unknown date and suture was used. During the unknown procedure, the boxes of suture were not of good quality. The suture gets stretched, torn, and breaks on the usual instrument handling causing us material loss and extended surgical time. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.